Manufacturer narrative:
(B)(4).

Event description:
Received information the stimlock cap would not engage. Also once the lead was implanted the physician tried to stimulate through it and no stimulation was received. In both instances the devices were replaced with new ones. Patient is doing great.